Event description:
The event involved a 30 cm (12") appx 1.3 ml, ext set w/2 surplug® micro clear, clamp, rotating luer. It was reported that the silicone seal port came out and the seal came out of the connector during contrast CT examination following an infusion procedure. In order to test the device's condition, a three-way-cock was connected to the end of the actual sample it was attempted to flow liquid from the three-way-cock side. Leakage was observed from the connector. After pushing the silicone seal back to the original position, liquid was again attempted to flow from the three-way-cock side. No leakage was observed during that particular test. An air tightness test was performed under 50kpa for 15secs. Again, no leakage was observed. The device was changed out/replaced with no further problems encountered. There was no serious injury/death, no blood loss, no adverse operator consequences, no unprotected exposure to chemotherapy and no medical/surgical intervention required.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. The customer identified a possible lot number (plot) of 13496885 (expiry date 12/01/2025, MFR date 12/01/2022).

Manufacturer narrative:
The following returned device was provided by the customer for complaint investigation: -one used. List #ir-ek53011a, 30 cm (12") appx 1.3 ml, ext set w/2 surplug® micro clear, clamp, rotating luer; lot #unknown a series of photos were shared by customer; one of the microclaves of item #ir-ek53011a presented a protruding condition. No additional damage or anomalies were observed. As received, the returned device had no visible damages or anomalies observed, the microclave's silicone was not protruding or dislodged from the housing. The visual analysis of the photographs provided did illustrate silicone protruding from the microclave y-site assembly. The customer complaint of "silicone seal port came out" cannot be confirmed based on the returned set. The photos shared by terumo did confirm silicone protrusion/defect attributable to incorrect usage. The probable cause of this condition is typically due to over-pressuring the device without activating the clamp. For sets equipped with clave/ microclave y site the dfu provides specific instructions stating prior to pressurizing, activate the slide clamp and give the pressure infusion through the clave/microclave y site. Date returned to mfg:18sep2023. Updated information from the manufacturer can be found in corrected information can be found in date of event and report date.